Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to verify the amount of insulin that the cartridge had been filled with; however, reported that it was filled with a full amount of syringe. Blood glucose level was 283 mg/dl. Reportedly, a new cartridge was loaded to address the reported issue.